Event description:
The facility reported a pump with a depleted battery. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of depleted batteries was confirmed. The device was evaluation at the customer's site on 12/07/2006. Inspection of the device on this date found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).